Event description:
It was reported that the device suddenly alarmed for "anesthesia machine failed". As per report, the device was replaced in a controlled maneuver, all vital signs of the patient were stable during the exchange procedure, no patient consequences have finally occurred.

Manufacturer narrative:
The concerned anesthesia workstation is not under a service contract with dräger; the hospital did not involve the local dräger s&s organization into any follow-up measures. The only further details provided were that ventilation parameter and curves disappeared from the screen during the course of event and that the users were suspecting that the "bellows" failed. The lack of information does not allow a case-specific evaluation. The available information indicates that a ventilator failure has occurred. This is not necessarily a proof for the presence of a malfunction - the device may have forced an autonomous shut-down of automatic ventilation to protect the patient from potentially hazardous output, for example if the application of pressure to the patient's chest while repositioning or other applicational aspects have caused a fast and high rise in airway pressure upon which the device per design reacts with a safety shut-down of automatic ventilation and a corresponding vent fail alarm. The particular device is almost nine years old, status of preventive maintenance and repairs is unknown - it would also be imaginable that lack of maintenance has led to technical issues resulting in a ventilator failure. Further conclusions are not possible on the base of the available information - it would also be imaginable that another scenario than ventilator failure has occurred. It is recommended to have the device checked by trained service personnel. The risk associated to a failure of automatic ventilation is under control since the device design allows manual ventilation including gas dosage via the built-in breathing bag also in switch-off state. H3 other text : device not available for evaluation.